Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the radiofrequency ablation procedure, the temperature didn't work at 80 degrees. The generator was restarted which did not resolve the issue and the procedure was cancelled.

Manufacturer narrative:
One nt 1000 neurotherm rf generator was received for analysis. The nt generator was connected to an external power source and the generator powered on successfully. During investigation the device exhibited unstable lesion readings and consequently the output power during lesion. The issue was related to an abnormal functioning of the rf 107 interlock board. Replacing the board resolved the issue. The generator was powered on; it initialized successfully and displayed the software application. The temperatures and output power during lesion were stable and within specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and investigation performed, the root cause was isolated to the rf 107 interlock board.